Manufacturer narrative:
Patient age, gender and weight are unknown. The exact event date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device found the balloon to be torn longitudinally. The catheter was inspected for cosmetic defects and none were found. The investigation results are consistent with the event description. The reported defect of balloon burst was confirmed as the balloon was torn longitudinally. The root caused of this complaint is operational context as due to anatomical/procedural factors performance of the device was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilation preformed on a patient (procedure date, patient age, patient gender, and patient weight are unknown). According to the complaint, during the procedure, the balloon was inserted into the esophagus and inflated. After dilatation, the balloon was then retracted into the scope. The dilatation was not enough, so the balloon was re-inserted into the esophagus. When they inflated the balloon at 0.5atm, the balloon burst. No pieces detached inside the patient. The dilatation was completed with this device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilation preformed on a patient (procedure date, patient age, patient gender, and patient weight are unknown). According to the complaint, during the procedure, the balloon was inserted into the esophagus and inflated. After dilatation, the balloon was then retracted into the scope. The dilatation was not enough, so the balloon was re-inserted into the esophagus. When they inflated the balloon at 0.5atm, the balloon burst. No pieces detached inside the patient. The dilatation was completed with this device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be good.